Event description:
A report was received that a trial patient was experiencing severe back pain at the lead incision site. The patient went to the ER and was given an injection of morphine. The physician assessed that the pain was normal procedural pain. The patient had the trial leads pulled and is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.